Event description:
It was reported that the drain tubing broke at the perforation when being removed from the package.

Manufacturer narrative:
The sample was not returned for evaluation. The device history record was reviewed for the reported lot number and found nothing that could have caused or contributed to the reported event. (B)(4).